Manufacturer narrative:
Unit passed the functional testing, including the seat, rewind, and occlusion test. No excessive, no delivery alarms noted.

Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer had changed the infusion set the night prior to hospitalization. Troubleshooting was performed and pump passed all required tests. Several no delivery alarms were found in the alarm history. All no delivery alarms sounded the night prior to being hospitalized.